Event description:
Reportedly, during a regular device follow-up on (B)(6) 2018, noise episodes were observed on the ventricular channel. Low ventricular lead impedances (around 100 ohms) were intermittently recorded. One noise episode was observed during a test performed with sensitivity at 2.5mv; no noise was observed with sensitivity at 1.0mv. No noise was reproduced by pushing the pacemaker pocket of the patient. Ventricular lead impedance was then around 300-ohms. Finally, ventricular sensitivity was changed from 2.5mv to 4.0mv.

Event description:
Reportedly, during a regular device follow-up on 02 oct 2018, noise episodes were observed on the ventricular channel. Low ventricular lead impedances (around 100 ohms) were intermittently recorded. One noise episode was observed during a test performed with sensitivity at 2.5mv; no noise was observed with sensitivity at 1.0mv. No noise was reproduced by pushing the pacemaker pocket of the patient. Ventricular lead impedance was then around 300 ohms. Finally, ventricular sensitivity was changed from 2.5mv to 4.0mv.

Manufacturer narrative:
Please refer to the attached analysis report.